Manufacturer narrative:
Ocd performed batch record review. Results were satisfactory.customer stated qc testing had been satisfactory.(B)(4)

Event description:
Customer stated sample with a positive dat failed to react with mts igg gel card. Testing was performed in both manual gel and on the provue. Customer observed 1+ reactivity in tube at the ahg phase. According to customer, daily qc testing was performed and all reactions were acceptable. Gel card appearance was acceptable.